Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI after the manufacturer's MRI instructions for use (IFU) were not followed. The patient underwent the MRI with the implant magnet still in place due to a misunderstanding regarding the use of a non-magnetic plug. A revision procedure was subsequently performed (date not reported) to remove the magnet bedside. At the time of reporting, the implanted device remained in situ, and the clinical team was evaluating whether to replace the magnet or use a non-magnetic plug. Additional information has been requested but has not been made available as of the date of this report.